Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes'), genital haemorrhage ('general abnormal bleeding') and diabetes mellitus ('autoimmune diagnosed : diabetes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), psychological trauma ("psych injury related to essure"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, genital haemorrhage, diabetes mellitus, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, diabetes mellitus, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for diabetes, uti, vaginal infection ,vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case becomes incident. Previously reported event injury nos removed. New events perforation : fallopian tubes, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, autoimmune diagnosed : diabetes, psych injury related to essure, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, headaches and weight gain was added. Essure insertion date was added. Patient date of birth added. Consumer address were added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." The patient's medical history included miscarriage in 1995, ectopic pregnancy, multigravida and parity 2. Previously administered products included for an unreported indication: depo-provera from 1997 to 2007. Concomitant products included metformin since (B)(6) 2019 for diabetes. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2009, the patient experienced abdominal pain ("pain, abdominal area, abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), diabetes mellitus ("autoimmune diagnosed : diabetes"), psychological trauma ("psych injury related to essure"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, genital haemorrhage, diabetes mellitus, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, diabetes mellitus, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for diabetes, uti, vaginal infection ,vaginal discharge. Discrepancy noted in date of insertion 28-feb-2008 (previous pfs) and (B)(6) 2008 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included miscarriage in 1995, ectopic pregnancy, multigravida and parity 2. Previously administered products included for an unreported indication: depo-provera from 1997 to 2007. Concomitant products included metformin since march 2019 for diabetes. On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2009, the patient experienced abdominal pain ("pain, abdominal area, abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), diabetes mellitus ("autoimmune diagnosed : diabetes"), psychological trauma ("psych injury related to essure"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, genital haemorrhage, diabetes mellitus, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, diabetes mellitus, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for diabetes, uti, vaginal infection ,vaginal discharge. Discrepancy noted in date of insertion (B)(6) 2008 (previous pfs) and ??-mar-2008 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events abnormal bleeding (vaginal) and device monitoring procedure not performed, historical drug, concomitant drug, medical history, patient demographic information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.